Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The cus contact reported during preventive maintenance testing at the user facility, the device touchscreen did not respond when pressed. There were no reports of any pt involvement, adverse pt events, or reported delays of critical therapies while the device was in clinical use. No add'l info was provided.